Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 29. Details of surgery: ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.